Manufacturer narrative:
Age/date of birth: unknown/not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of visual disturbance. The patient's vision did not improve, therefore, explanted the intraocular lens (iol). There was no vitrectomy, incision enlargement or sutures required. Another lens (same model and higher diopter) was implanted as a replacement. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: through follow-up the patient's age was provided and confirmation that the explant was performed on (B)(6) 2019. Age/date of birth: (B)(6). Device available for evaluation; returned to manufacturer on: 9/27/19. Device evaluation: lens returned cut in two pieces related to explant process. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. No damaged was observed to the haptics. The condition in which the sample returned is consistent with a lens that was explanted. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation requests for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.